Event description:
The account alleged the bed has a loss of ground. No patient impact.

Manufacturer narrative:
The technician found a loose ground pin on the power cord plug. The technician replaced the power cord plug to resolve the issue.